Event description:
It was reported that the user accidentally initiated a rewind during a supply change before they were ready, and support confirmed the user was not connected to tubing; the user was walked through how to return to the start of the supply change and elected to complete the steps independently, consistent with an incorrect supply change procedure for the infusion set and cartridge. Symptoms included no clinical effects. Outcomes included no impact such as hospitalization, medical intervention, or interruption due to alarms. Investigation included troubleshooting and user education. Investigation of this case revealed user handling error during the supply change process without device malfunction or alerts. It was concluded, based on previously established findings for similar reports, that the cause was user error related to procedural steps.